Manufacturer narrative:
B3/d10 date: the event occurred between january 03, 2024 and january 04, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during patient use. The event was further described as "infusors did not completely emptied according to the infuser speed". The devices contained unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 24 to 27, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.